Event description:
Some of the segments were missing from the display. A review of the system was conducted over the phone. The review indicated that segments were missing display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.